Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. There was no reported impact to the customer's blood glucose level. The customer reported on (B)(6) 2015 that they were not experiencing further issues with the battery gauge.